Event description:
During the precaution with 1500x device the cable with the green ending, connected to starburst xl, failed to work. We managed the burning of 2x2cm large "lesis" but suddenly the device said "poor connection." We tried the cable also with other needles but with the same result.